Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. The caller was guided through the process of filling and loading a new cartridge onto the pump, which resolved the issue, allowing the caller to successfully load a cartridge and resume insulin delivery.